Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found to have an elevated lactate dehydrogenase (ldh) level of 1870 u/l on (B)(6) 2015. The ldh levels would trend down to the 600s u/l and then back up to the 1000s u/l. The patient initially responded to IV fluids and heparin; however, the ldh worsened when these interventions were stopped. Approximately one month later, the patient presented with a two day history of gross hematuria, some difficulty swallowing and a vibrating sensation in his pump. The vad coordinator reported that the pump could be heard when standing next to the patient. The patient's ldh improved again while on on IV fluids and heparin. A transesophageal echocardiogram showed questionable partial internal thrombus or mild outflow graft obstruction. The pump continued to have a static sound. The patient's plasma free hemoglobin was elevated at 16.9 mg/dl and the patient was having an overwhelming number of pulsatility index events with associated speed drops, but with none below the low speed limit. The patient''s pump was exchanged on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device: 9 months.the device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: hemolysis-pump continues to have a static sound. A vad ramp: the aortic valve closed at the 2 higher speeds, and the lv decompressed, especially at 10800. The calculated doppler flows were approx 25-30% lower than expected based on the vad rpm setting. The lower flow was partially due to the outflow canula obstruction, however a partial internal clot cannot be ruled out.

Manufacturer narrative:
Device evaluation: the report of hemolysis and suspected thrombus can be confirmed based on the evaluation of vad-(B)(4). Upon disassembly of the returned pump, examination of the distal-side of the inlet stator revealed a thrombus ring adhered to the inlet bearing cup. The thrombus ring appeared to have evidence of laminated layering, which indicates that it was present while the pump was operating. Examination of the outlet stator revealed a non-laminated deposition situated in between outlet bearing ball and the stator blades. The lack of laminated layering indicates that the deposition did not develop in the outlet stator. Although its origins and a duration of time for which it was present in the outlet stator cannot be conclusively determined, the deposition did not appear denatured and the lack of contact marks on the outlet bearing cup suggests that the deposition was not present in the outlet stator while the pump was operating. The thrombus formations found in the pump would have contributed to the reported elevation in ldh and plasma free hemoglobin. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.